Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that complaint in regard to the charging issue was confirmed. The device would not be linked after three charge attempts, and it was cut open. The battery measured 1.57 volts. In low power idle mode without any stimulation, the ipg consumed 108 ua averages, above the 50 ua average requirement. A hot spot was observed on u2-asic. The root cause of the charging issue was resulted from excessive sleep current leakage due to internal short on u2-asic, which offsets the trickle charging current.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that patient already had completed multiple charging session, and it was still unsuccessful. It was also reported that the ipg would not communicate with the remote control (rc) or the clinician programmer (cp). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that patient already had completed multiple charging session, and it was still unsuccessful. It was also reported that the ipg would not communicate with the remote control (rc) or the clinician programmer (cp). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.